Event description:
The customer observed a false negative alinity s hiv ag/ab result for one donor sample. Additionally, the customer noted the quality controls shifted down but were still within range. The following example data was provided for one donor sample: initial result (B)(6) = 0.96 s/co, repeats on (B)(6) = 1.07 s/co, 1.05 s/co, and 1.01 s/co no impact to patient management was reported.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search by similar complaints for lot 61442be00 did not identify an increase in complaint activity. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations related to lot 61442be00 and the complaint issue. In-house sensitivity testing was completed with complaint lot number 61442be00. Testing met validity and acceptance criteria and no false nonreactive results were obtained. Further, two commercially available seroconversion panels (zeptometrix hiv seroconversion panels hiv9013 and hiv9016) were tested. The seroconversion panel results were compared to historical data of alinity s hiv a/gab combo. Lot 61442be00 detected the same bleeds as reactive for the seroconversion panels. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation, no systemic issue or deficiency with the alinity s hiv ag/ab for lot 61442be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6p01-55 that has a similar product distributed in the us, list number 6p01-60/-61, with 510k/PMA/bla number bl125679.

Event description:
The customer observed a false negative alinity s hiv ag/ab result for one donor sample. Additionally, the customer noted the quality controls shifted down but were still within range. The following example data was provided for one donor sample: initial result (as1015) = 0.96 s/co, repeats on as1138 = 1.07 s/co, 1.05 s/co, and 1.01 s/co no impact to patient management was reported.